Manufacturer narrative:
Stryker evaluated the customer's device and verified the device was unable to deliver defibrillation therapy. Stryker determined that the cause of the observed issue was due to a disconnected red capacitor wire connector. The customer received a replacement device and the returned device archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to deliver defibrillation therapy. There was no patient use associated with the reported event.